Event description:
It was reported that cartridge did not fully snap into pump when caller attempted to load it. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller to inspect pump housing, cartridge seat, and pneumatic area for damage or debris, instructed caller to clean area with alcohol wipe or lint-free cloth, confirm cartridge was undamaged, and then fill and load new cartridge while following on-screen steps and ensuring cartridge clicked into place, after which caller successfully completed load process and resumed insulin delivery.